Event description:
Additional information received over two months later reported that manufacturer's representative found out that the patient was to have her stimulator explanted. It was noted that the patient had been having "a lot of side pain" that was believed to be associated with the stimulator. It was noted that the pain had been "excruciating" and more than the original pain for which the implant was put in. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was "having some pain, maybe the neurostimulator is off just a titch." The pain was described as "it feels like someone broke my rib and pulled my kidney out and its up by my shoulder too." It was noted that the doctor took x-rays, however the patient did not believe that the doctor was "very well versed in the therapy." It was noted that the patient did not have this issue during the trial. Reportedly the patient stated that her doctor "thought it could be shingles but there was no rash." It was noted that the doctor gave the patient medication anyways. It was noted that the patient had this pain since she was implanted "which will be a month out tomorrow." It was noted that the pain was still there when the patient turned the stimulation off. It was noted that the patient has another doctor's appointment in 2 weeks to "see if things calm down." Additional information received reported that the patient still had concerns about the device or therapy. It was reported that the patient had been in worse pain since having the device implanted that felt like someone broke his ribs and pulled his left lung out. It was noted that this was an 8-10 pain level. It was noted that the patient did not receive assistance from his doctor or the manufacturer's representative at his appointment on (B)(6) 2014. It was noted that the patient told the doctor that he was in excruciating pain when the doctor took the staples out. It was noted that the pain was again "8-10, 50-75% of the time." The doctor reportedly thought it could be a muscle spasm. It was noted that the patient called his doctor again on (B)(6) 2014 and the doctor said it could be a kidney stone even if there was no blood in the patient's urine, or it could still be muscle spasms. The patient was referred to his primary care doctor. It was reported that the patient emailed his primary care doctor on (B)(6) saying he was in excruciating pain on his left flank. She reportedly told the patient to "go to instacare." The patient reportedly went to instacare on (B)(6) and the doctor said he didn't know what it was. He reportedly said it may be shingles even though there was no rash. It was noted that when the pain would hit at random times, it "about puts him to his knees and he can't breathe." On (B)(6) the patient saw another doctor who took x-rays, and "everything looked good." The doctor gave the patient medication to see if any one of them would help. It was noted that there was something poking the patient in the middle of his back and it felt hot sometimes. It was noted that the patient needed help to turn the device off. It was noted that the patient just wanted the device turned off for "a couple of weeks then try again." It was noted that the patient was "afraid the pain would cause him to have a heart attack." It was noted that the patient was scheduled to see his primary care physician on (B)(6) 2014. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.